Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose due to his insulin pump under delivered. He stated that he is only getting partial his insulin, because he programmed 6 units and the insulin pump stop at 4 units. Customer stated that the last month, he has worn his insulin pump while going through the full body scanners at the airport. Nothing further was reported.